Event description:
The hospital reported that the distal tip (a single 1" to 3" piece) broke off a harris-kronner uterine manipulator / injector (humi) during a procedure. The broken piece was manually (fingers or forcepts) removed immediately. There was no patient injury.